Event description:
Customer's mother reported via phone, the insulin pump was unable to upload to carelink. Customer blood glucose was unknown. Customer's mother requested the insulin pump to be replaced. The customer's mother stated the device hadn't alarmed rf pic failed self-test. Customer's mother is returning the device for further analysis.

Manufacturer narrative:
The insulin pump was unable to download to carelink due the device alarming displayable history crc check failed on startup alarms, which were caused due to corrupt history file. No cosmetic damage was noted.